Manufacturer narrative:
It was reported the mid shaft of the balloon broke during advancement of the device. The device was not inflated. The detached portion was removed from the patient by pulling the whole device out. There was no extra tension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device was returned for analysis. There was a detachment on the hypotube approx. 42.5cm distal to the strain relief. Kinks were evident on the hypotube, including kinks 2.2cm proximal to the detachment site and 2.4cm distal to the detachment site. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were visible on the distal shaft distal to the guidewire entry port bond.

Event description:
It was reported that the physician intended to use a nc euphora balloon catheter to treat a lesion located in the proximal circumflex artery which was reported to have no calcification but mildly tortuous with 80% stenosis. No damage was noted to packaging and no issues were encountered when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues. The lesion was pre-dilated. It was reported the shaft of the balloon broke during insertion into the guide catheter. The device did not pass through a previously deployed stent but resistance was encountered when advancing the device but no excessive force was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.